Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and low blood glucose on (B)(6) 2014. The customer¿s blood glucose level was unknown at time of incident. The customer was treated with in the emergency room services. The customer stated that the paramedics came to treat for low blood glucose. The insulin pump will not be returned for analysis.